Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported one hinge pin was noted as defective upon opening packaging and it did not fit correctly. The other pin within package was noted as not defective. No patient consequence. No surgical delay.